Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions for resetting the pump and assisted the customer with this process. No additional information was received regarding the resolution of the event.